Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed that the catheter tubing was broken and that the cut surface was smooth. A review of the device history record could not be performed as a lot number for this incident was not provided. A manufacturing review revealed that there was no abnormality with preventative maintenance, calibration, and equipment could have influenced this issue. Conclusion: an absolute root cause for this incident cannot be determined. Our quality engineer notes that based on the actual sample, the assembly flow was traced and there is no area during the manufacturing process that would make any contact with the affected catheter tubing location.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. However, one photo was returned and an inspection of the photo revealed that the catheter tubing was broken and the cut surface was smooth. Upon completion of the sample investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter broke off in a patient. The report states, "on face value it would appear that someone has cut the cannula insitu which has left the tubing in place which then had to be retrieved from the patient. There is a millimeter of the cannula attached to the hub then a clean cut although the person who removed the dressing said it simply 'detached'." The broken catheter was removed surgically.